Manufacturer narrative:
Note: product reference 4433742 is not cleared in USA, but it is similar to the product reference 5433742 cleared under #510k130576. Batch history review: no other similar complaint have been reported on this batch of guidewires sold since february 2017. Investigation: the involved guidewire and the other accessories of the celsite kit nr 36917485 were sent to the manufacturer for evaluation. The j guidewire is completely unraveled and broken. However all the segments were returned. The seldinger needle was inspected: it is slightly distorted and its distal tip is slightly deformed. These defects show that the guidewire was blocked in the needle. The implantation accessories were measured: they are dimensionally compliant with the specifications. Conclusion: the defects observed on the returned device seem to show that the guidewire remained blocked inside the seldinger needle. Then the physician continued to pull on it to remove it. This blockage is generally due to the fact that the physician attempted to withdraw the guidewire through one of the needles. It is a use error. Indeed the IFU's specify : "to prevent shearing of the guide-wire never withdraw the j guide-wire through the seldinger needle. Remove the guide-wire and the dilator together. Do not remove the guide-wire through the dilator as this may result in the guidewire unravelling." This incident is very rare. No corrective action is envisaged.

Event description:
"Rupture of the guidewire during implantation removal. With intraoperative fluoroscopy view tip of the guide wire with a loop was noticed. The wire guide most likely has been broken. Dissected and anchored in the vein without the possibility of withdrawal. Seldinger needle was withdrawn. In x-ray the end of the guidewire was visible in the right subclavian vein. The patient was transferred to cardiac and vascular surgery department in (B)(6) where the remaining part of the guide wire was endoscopically and with open surgery removed. Patient in good condition."